Event description:
Information was received that the portex tracheostomy tube had crack during placement. No reported adverse effects.

Manufacturer narrative:
The following decontaminated samples were received in plastic bag without its original packaging: 1 x007/910/685 blu tracheostomy tube 8.5mm s/assy 1/ea. 2 x 005/073/685 8.5mm blu thin wall inner cannwith stop ring. Under visual inspection the technician noticed that one inner cannula was damaged - there are three cracks app. 4cm long (measured by ruler g:00626-cz, calibration till (B)(6)2021), two cracks in split line and one on side. The second cannula and tracheostomy tube were found to be with no defect. The customer's reported issue could not be duplicated with 20 inner cannulas from production. Based on the results of the investigation it is most probable that the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU.